Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor (B)(4) has been completed. As received the monitor failed incoming functional testing. Upon investigation the monitor was unable to complete a baseline recording. The cause of the failure was isolated to a loss of the driven ground signal. The r781 resistor was open, resulting in the loss of the driven ground. The cause of the open r781 resistor was unable to be positively identified, but is consistent with damage caused by external defibrillations during resuscitation efforts. The damaged r781 likely occurred after the device was powered down as the device was able to obtain clean ECG recordings prior to the device deactivation at 12:56:30 on (B)(6) 2018.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in the hospital at the time of the event. The patient's wife and nurse were present and CPR was initiated. Prior to passing the patient received three inappropriate defibrillations. At 12:53:25, the lifevest detected an arrhythmia which was actually CPR artifact. At 12:54:24, gel was released and the three treatments were delivered between 12:54:35 and 12:55:37. The rhythm at the time of the treatments and post-shock was CPR artifact. At 12:56:30, a non-treatable rhythm was detected which was sinus tachycardia @ 110 bpm with motion artifact. At 12:56:30 the device was shutdown. The CPR artifact contributed to the false detections. The response buttons were not pressed during the event.